Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: during investigation, all the keypad buttons were intact and responsive to user input. The keypad was removed to find no damage to the button contacts or keypad flex cable. The pump was opened to find moisture on the printed circuit board. The complaint of an unresponsive ok keypad button was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok/enter button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.